Manufacturer narrative:
After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique device identifier (UDI) (B)(4). The field service engineer performed system checks. He adjusted the gear pump and replaced a tube in the wash station. The investigation is ongoing.

Event description:
The initial reporter received questionable glucose results for one patient tested with a cobas 8000 c 702 module. The patient's initial glucose result was reported outside the laboratory. The patient's physician questioned the reported result due to the result not matching the "capillary blood glucose measurement." The customer performed repeat measurements with the sample. The patient's initial glucose result was 259 mg/dl. The patient's "capillary blood glucose measurement" was 90 mg/dl. The patient's first repeat glucose result on the cobas 8000 c 702 module was 90 mg/dl. The patient's second repeat glucose result on the cobas 8000 c 702 module was 94 mg/dl. The glucose reagent lot number was 506164 with an expiration date of 31-jan-2022.